Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital for an unspecified medical procedure customer was connected to the pump during the procedure. Customer's blood glucose (bg) level dropped to 16mg/dl. Reportedly, the customer has had difficulty not being able to see the pump touchscreen icons clearly. Customer is not currently using the pump for insulin delivery and bg levels are being monitored by health care provider.